Event description:
Same case as 6000093-2006-02510. It was reported in a journal article that eight hours after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The patient initially presented with a two week history of unstable angina and an ECG showing lateral ischemia with st depression in the precordial leads. The pt was on chronic aspirin therapy and pre-loaded with clopidogrel the day before the cardiac catheterization procedure, angiography showed the left anterior descending artery (lad) had a focal area of severe in-stent restenosis (isr) of 80% at the distal margin of a previously placed bare metal stent (bms). The right coronary artery (rca) was dominant and as 90% stenosed in the mid portion. Prior to the procedure, the pt was administered heparin. A non-bsc guide catheter was used to engage the rca and a non-bsc guide wire was advanced across the lesion site. Next, the lesion was pre-dilated with a maverick 2.50x12mm balloon at 8 atms. Then a taxus express2 3.50x28mm drug eluting stent (des) was successfully deployed at 14 atms. Angiography demonstrated 0% residual stenosis, timi iii flow and no evidence of dissection. Next, a non-bsc guide catheter was used to engage the left coronary artery (lca) and an non-bsc guide wire was advanced across the lesion site in the lad. A taxus express2 3.00x24mm was successfully deployed at 14 atms with no pre-dilatation. The stent was then post-dilated with a quantum maverick 3.50x15mm balloon. Angiography revealed 0% residual stenosis, timi iii flow and no evidence of dissection. Final activated clotting time (act) was 270s. The patient was transferred to the ICU and eight hours later developed acute sub-sternal chest pain and an ECG showed anterior and inferior st segment elevations. It was unclear if this represented st of the wrap-around lad and/or the rca. Abciximab was administered, the patient was hemodynamically stable and then taken to the cardiac catheterization lab. Angiography of the lad showed st with timi iii flow and the showed a proximal thrombotic occlusion in the rca with faint left-to-right collaterals to the posterior descending artery (pda). A non-bsc guide catheter was used to engage the rca and a non-bsc guide wire was advanced across the lesion. A non-bsc 3.5x12mm non-compliant (nc) balloon was used to dilate the lesion. Timi iii flow was restored, but there was still persistent evidence of thrombus in the distal and proximal margins of the previously placed stent. A taxus express2 3.50x16mm des was advanced and successfully deployed at 14 atms at the distal margin of the previously placed stent. Then a taxus express2 3.50x12mm des was advanced and successfully deployed at 14 atms at the proximal margin of the previously placed stent. The overlapping areas were dilated with a non-bsc 3.75x21mm nc balloon. Angiography revealed 0% residual stenosis, timi iii flow and no evidence of dissection. After treating the rca, a non-bsc guide catheter was used to engage the lca and a patriot 0.014"x300cm guide wire was advanced across the lesion in the lad. An atlantis sr plus 40 mhz intra-vascular ultrasound (ivus) revealed that the lad had no dissection present, good stent apposition and the presence of an intraluminal filling defect consistent with thrombus. A non-bsc 2.75x15mm balloon was used to dilate the lesion. Following this, there was evidence of a dissection at the distal edge of the previously placed stent and was treated with a taxus express2 3.00x12mm des. The overlap of the new stent and the previously placed stent was dilated with a non-bsc 3.25x21mm nc balloon. Angiography revealed 0% residual stenosis, no dissection, no thrombus and timi iii flow. The patient was hemodynamically stable and there were no vascular complications reported. The patient was discharged 72 hours later and was to take aspirin and clopidogrel for twelve months.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.